Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pcu front case needed to be replaced due to unresponsive keypad . There was no patient issues related to the device.